Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded that could be related to the reported event. Onsite inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were two small circumferential cracks in the polyurethane portion of the driveline approximately two centimeters distal to the connector.  A driveline sheath repair was performed and the ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Ethnicity corrected to no information and patient race corrected to no information. Brand name corrected from heartware ventricular assist system to heartware ventricular assist system - driveline. Model # corrected to 1103. Report source corrected from health professional to health professional, company representative. As a result of review on the complaint file, this report contains an update to the product event summary regarding the formal investigation associated with the reported failure and also updates applicable FDA method, results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: the ventricular assist device (vad) driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed normal vad parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.